Event description:
It was reported that the patient experiencing discomfort presented in clinic for follow up. Upon interrogation it was noted the left ventricular (lv) lead was dislodged. The lv lead was explanted, and new lv lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within product specification. Visual and x-ray inspections of the lead did not find any anomalies.